Manufacturer narrative:
This report is for an unknown guides/sleeves/aiming: aiming arm/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 when putting in the proximal locking screw through the guide, the drill bit hit the nail on the first approach. It appeared that the soft tissue was bound on the sleeve and caused the drill bit to hit the nail. The surgeon readjusted the incision and the drill bit went through the nail with ease as well as did the screw. The nail and the handle were tested prior to nail insertion to make sure that the sleeves lined up correctly. There was no surgical delay and no fragments generated. The surgery was completed successfully without patient consequence. Concomitant device: unknown proximal locking screw (product# unknown, lot# unknown, qty1) this report is for one (1) unknown guides/sleeves/aiming: aiming arm. This is report 5 of 5 for (B)(4).